Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The crt-p replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.